Event description:
It was reported that the patient underwent a stenting procedure and a promus stent was implanted. Approximately one week post procedure, the patient experienced shortness of breath and a red complexion. A promus stent was taped to the patient's arm and immediately became surrounded with redness. The patient received prednisone and the symptoms resolved. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated date of implant. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dyspnea, hypersensitivity/allergic reaction, angina, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial MDR, additional information was received which indicates that on (B)(6) 2011, two promus stents were implanted (2.5 x 23 mm promus and a 2.25 x 8 mm promus). Approximately one week post procedure, the patient experienced shortness of breath, chest pressure, left face and lip numbness and red complexion. The patient was rehospitalized and questioned whether he had a mini-stroke, as there was some memory loss. The patient's symptoms resolved completely and computed tomography of his head was negative. During the hospitalization, a stress test showed an atypical infarct, but no ischemia and normal ejection fraction. The patient's amlodipine was increased from 5 mg orally daily to 10 mg. Patient reported some relief from his near-constant chest pressure with mild exertion. A promus stent was taped to the patient's forearm and it was noted that both of his arms reacted with redness. He was put on prednisone and felt 100%. The patient was taken off prednisone and the symptoms returned. No additional information was provided.